Event description:
This incident is based on limited information from the customer. Customer reported that during an acl repair black oily substance was leaking from the sagittal saw into the open wound. The patella bone was colored with black residue. The hospital has reported that the patient has an infection due to the substance.